Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures attached to the needles¿ was confirmed as a bilateral cuff miss. The reported ¿plunger came out spontaneously¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with a proglide device were attempted in the right common femoral artery via a 5fr sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when lifting the lever up to open the foot plate and position the foot plate against the arterial wall, the plunger came out spontaneoulsy with no sutures attached to the needles. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 7fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
D4: lot number and expiration date. H4: manufacturing date correct from initial report emdr-30851.